Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The unit was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It is reported that a customer requests a new insulin pump because the customer states that the current pump has malfunctioned and injected too much insulin to his body. The patient's blood glucose level was at 125 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).